Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse that evaluated the unit was unable to reproduce the reported issue, and did not find any anomalies or malfunctions noted on the unit either. The fse performed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
Information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) was not inflating the balloon. However the issue was confirmed when the balloon was able to expand outside the body. The user replaced the catheter for and a new trp3546 was inserted using a different iabp as well. The user stated, that when the different cs100 was use, the balloon expansion failure was resolved. There was no harm or injury to the patient and no adverse event was reported.